Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the inspiratory pipe membrane was cleaned which solved the issue. No log files or part has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.